Manufacturer narrative:
(B)(4). The user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring or skin discoloration). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2016, that the patient experienced a skin reaction below the adhesive patch. The sensor was inserted at the abdomen on (B)(6) 2016. Dates are an approximate. The reaction was described as red, rash, raised, itchy skin. Affected area was treated with over-the-counter (otc) hydrocortisone. Patient discussed the skin reaction with their doctor on (B)(6) 2017. Patient's doctor suggested using otc flonase and a medical tape as a barrier. The name or type of tape is unknown. At the time of contact, patient is okay. No additional patient or event information was provided. No product or data were provided for evaluation. The reported event could not be confirmed. A root cause could not be determined.